Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) visited on-site and confirmed that the system was not booting up. Upon troubleshooting, the fse reviewed the system error log, which indicated a suite pc software failure. To resolve the issue, the fse reloaded the suite pc software and performed the necessary system data restore. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.